Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the r2 pad was broken off. This made the system think that the te pads were not touching the skin. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the electrode belt. The pt received a replacement electrode belt.

Event description:
The wife of a pt contacted lifecor customer support to report several "check belt" alarms. Support sent the pt a replacement electrode belt.